Manufacturer narrative:
The results/method, conclusion codes, along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, an 18mm amplatzer muscular vsd was selected for implant. Upon deployment the right atrial disk did not reform to its original shape and formed a cobra shape. It was removed, and another 18mm vsd device was successfully deployed through the same delivery systems.

Manufacturer narrative:
Additional information for d10, g4, g7, h2, h3, h6, h10. The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.